Manufacturer narrative:
Device manufacturing date now provided. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Return requested. Replacement optical p4 power/comm cable shipped to site 04/29/2015. Medtronic investigation of returned suspect optical p4 power/comm cable finds that the cable is damaged at the y-intersection with only a few wires still intact holding the lemo and db9 connectors. The cable appears to be otherwise undamaged. Physical damage: cable cut, damaged. No further issues have been reported.

Event description:
A medtronic representative reported that while setting-up a stimpilot portable system, it was noted that the casing on some of the camera communication cable connectors were damaged. In trouble-shooting, another medtronic representative brought in a working cable for an upcoming procedure. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.